Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: green fluid contaminate on the braided aramid layer of the modular cable the reported event of the modular cable having a brittle, porous, and discolored outer layer was confirmed via analysis of the submitted photo and analysis of the returned product. The customer submitted a photo displaying the modular cable with a discolored cable with a cut/tear in the jacket, confirming the reported event. Additionally, the heartmate 3 vad modular cable (lot number 8284101) was returned and evaluated at abbott. During the evaluation, it was observed that the modular cable had a cut/tear in the polyurethane jacket and had a discolored cable jacket and bend relief. There were no exposed conductors or damage to the underlying layers. The cable was functionally tested, passed all steps without any issues, and was able to operate on a mock circulatory loop for an extended period of time without any issues or atypical alarms active. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot#: 8284101) was manufactured in accordance with manufacturing and qa specifications. The heartmate iii patient handbook (rev. G) section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean, care for the driveline, and connect it properly. This section instructs the user to inspect the modular cable in-line connector for signs of damage, such as cracking, fraying, wear, exposed wires, sharp bends, or kinks. Call your hospital contact right away if the driveline is damaged (or might be damaged)." The heartmate iii patient handbook (rev. G) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate iii patient handbook (rev. G) and the instructions for use (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient showed a completely brittle, porous, and discolored outer layer of the modular cable after 1 1/2 years of usage. The material seemed to be pushed together over time and broke off in the most stressed areas. There were no technical issues. The modular cable was exchanged.